Event description:
On an unknown date, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2021, it was observed a thrombotic stenosis at the right side that was landed at the right common iliac artery. A reintervention took place, and two stent grafts (vbx) was placed, and additionally a bare metal stent was placed at the external iliac artery. The patient tolerated the procedure. It was reported that the stenosis of the external iliac artery resulted in poor blood flow and that might have caused stenosis of the device.